Event description:
Lawsuit is claiming, "negligent circumcision performed by doctor who essentially cut off the head of the penis of a baby boy." Mogen clamp was used in subject circumcision. Lawsuit is indicating "manufacturer failed to warn of potential risks that present a substantial danger to users. Including without limitations, that the subject clamp could conceal the head of the penis during cutting of the foreskin, causing amputation of part or all of the penis." Reported event occurred in 2003. This product line was not acquired by miltex from the predecessor until 01/2004. Miltex discontinued this product in 2005.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.